Event description:
It was reported by the rep that the (2) pmw35 were used during an unknown procedure. It was reported that after using the stapler, the site was washed with saline and wiped down with a rag. Five staples did not hold. The staff opened up a second stapler to close the wound and wiped the wound. The second stapler's staples did the same thing. The or time was extended.